Event description:
During a skin excision on a patient's shoulder, a fire had occurred and the patient was burned on the upper chest and face.

Manufacturer narrative:
The device in question was not returned and could not be evaluated by conmed. However, the facility's biomedical engineer performed an evaluation and the machine met manufacturing specifications. The size and degree of the patient's injuries were not disclosed. At this time, the root cause of the reported malfunction is unknown. It should be noted that the facility was administering oxygen at 6 liters per minute. The indications for use state: "electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design." Not returned by costumer.